Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was able to confirm the reported event of overheating, and noted that the driveshaft bearing was damaged. A damaged driveshaft bearing can cause the reported event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. .

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.